Event description:
It was reported that the patient is having difficulty in inflating his ams 700 inflatable penile prosthesis and he thinks that his device is defective. The patient used inflation tips that include reboot/burp, and anti stiction as advised, but he is still having the inflation issue. He was recommended to seek further assistance in training/troubleshooting of the device. The device was further removed due to it stopped working. The dr. And rep determined that the device failed.

Event description:
It was reported that the patient is having difficulty in inflating his ams 700 inflatable penile prosthesis and he thinks that his device is defective. The patient used inflation tips that include reboot/burp, and anti "stiction" as advised, but he is still having the inflation issue. He was recommended to seek further assistance in training/troubleshooting of the device.